Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for the missing trunk cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.